Event description:
Customer reported that the insulin pump returned multiple weak battery, failed battery, and additional error alarms. Blood glucose level was 260 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit received with operating currents within spec. No unexpected weak battery or failed battery test alarms noted. Unit alarmed a21 after battery installation due to broken solder joint at c13 I/b. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. No unexpected a17 alarms noted.